Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Dexcom rep contacted dexcom technical support on (B)(6) 2012 on behalf of pt to report that pt had sought medical intervention since she has been experiencing itching, inflammation and hives at the site of insertion. After speaking with pt, pt has also reported that she is only able to wear the sensor for 5 - 6 days before sensor falls off with the top layer of her skin. Insertion site takes about a month to heal. Pt also reports that at one point, she has experienced a systematic reaction with hives all over her body. Pt consulted with her physician who prescribed antihistamines and a topical cream. At the time of her call to dexcom technical support, pt was still using cgm, was still experiencing the skin reactions and did not plan on stopping cgm use.